Event description:
Reportedly, on (B)(6) 2025, during a pacemaker replacement intervention, the eno dr device (s/n: (B)(6) was configured to doo 70 and connected to the ventricular lead. Although pacing spikes were observed, the myocardium did not respond, resulting in cardiac arrest after approximately 3 seconds. Attempts to resolve the issue by reinserting the connector pin were unsuccessful. As the patient was pacing-dependent, a temporary pacemaker was inserted. Ventricular lead measurements using a psa showed normal threshold and impedance values. The eno dr device was interrogated, and impedance readings exceeded 3000 o. Multiple reconnections were attempted without resolution. The pacemaker was subsequently replaced, and post-replacement measurements were within normal limits, concluding the intervention. Since problems with the pacemaker are suspected, an analysis is requested. The model and serial number of the replacement pacemaker are currently under verification. Additional information it is unclear whether the device was or was not stored in the pocket. The eno dr device (s/n: (B)(6) has been retrieved and will be returned for analysis.

Manufacturer narrative:
The conclusions are as follows: the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. Several observations were noticed during the device¿s expertise: the ventricular setscrew was found completely screwed inside the ventricular connector. The ventricular setscrew cavity was found damaged. The ventricular setscrew tip was found damaged with incorrect tightening marks. No tightening mark was found on the atrial setscrew tip. Those observations indicate that the ventricular setscrew was probably incorrectly screwed before the lead was correctly inserted. This could have led to a misconnection and the abnormal electrical parameters measured (most likely hypothesis). Based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2025, during a pacemaker replacement intervention, the eno dr device (s/n: (B)(6) was configured to doo 70 and connected to the ventricular lead. Although pacing spikes were observed, the myocardium did not respond, resulting in cardiac arrest after approximately 3 seconds. Attempts to resolve the issue by reinserting the connector pin were unsuccessful. As the patient was pacing-dependent, a temporary pacemaker was inserted. Ventricular lead measurements using a psa showed normal threshold and impedance values. The eno dr device was interrogated, and impedance readings exceeded 3000 o. Multiple reconnections were attempted without resolution. The pacemaker was subsequently replaced, and post-replacement measurements were within normal limits, concluding the intervention. Since problems with the pacemaker are suspected, an analysis is requested. The model and serial number of the replacement pacemaker are currently under verification. Additional information it is unclear whether the device was or was not stored in the pocket. The eno dr device (s/n: (B)(6) has been retrieved and will be returned for analysis.

Manufacturer narrative:
The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.